Event description:
During removal of a right ventricle (rv) lead implanted in 1995, blood pressure dropped after the tip of the lead was detached and removed with evolution 13fr. The blood pressure, which was 85/44 at the beginning of the procedure, dropped to 35/24 in a few seconds. After removal of the rv lead, transesophageal echocardiography was performed to check for cardiac tamponade, which showed a decrease in blood pressure along with pericardial effusion. The patient was diagnosed with cardiac tamponade. Cardiovascular physician immediately initiated cardiac massage, connected to percutaneous cardiopulmonary support (pcps), performed median sternotomy, and repair procedure was performed. The patient returned to intensive care unit (ICU).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable, g4 ¿PMA/510(k): (B)(4). The device was not returned for the complaint, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "cardiac tamponade of the right ventricle." Per complaint: "during removal of a right ventricle (rv) lead implanted in 1995, blood pressure dropped after the tip of the lead was detached and removed with evolution 13fr. The blood pressure, which was 85/44 at the beginning of the procedure, dropped to 35/24 in a few seconds. After removal of the rv lead, transesophageal echocardiography was performed to check for cardiac tamponade, which showed a decrease in blood pressure along with pericardial effusion. The patient was diagnosed with cardiac tamponade. Cardiovascular physician immediately initiated cardiac massage, connected to percutaneous cardiopulmonary support (pcps), performed median sternotomy, and repair procedure was performed. The patient returned to intensive care unit (ICU).", "<sales rep¿s comment> I do not think it was a technical problem or a problem with the device. As the doctors said, the most important factor was that the lead tip had been placed in a location where complications were likely to occur." The device history record (DHR) was reviewed. There were no signs that the device was nonconforming or that the device was not manufactured to current specifications. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. A risk assessment will be performed within the complaint summary tab of trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During removal of a right ventricle (rv) lead implanted in 1995, blood pressure dropped after the tip of the lead was detached and removed with evolution 13fr. The blood pressure, which was 85/44 at the beginning of the procedure, dropped to 35/24 in a few seconds. After removal of the rv lead, transesophageal echocardiography was performed to check for cardiac tamponade, which showed a decrease in blood pressure along with pericardial effusion. The patient was diagnosed with cardiac tamponade. Cardiovascular physician immediately initiated cardiac massage, connected to percutaneous cardiopulmonary support (pcps), performed median sternotomy, and repair procedure was performed. The patient returned to intensive care unit (ICU).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable, g4 ¿PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.